Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain alarm occurred during peritoneal dialysis on the homechoice at the end of therapy. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The nurse stated that the patient's last fill was 2000ml, but the initial drain alarm was set to 0ml. The technical services representative (tsr) reviewed the initial drain alarm settings and the nurse would change the settings. There was no patient injury or medical intervention. No additional information is available.